Manufacturer narrative:
Batch review performed on 28 nov 2025 gmk-primary 02.07.0312fuc tibial insert u.c. Fix s.3 / 12 mm lot. 186264: (B)(4) items manufactured and released on 13 nov 2018. Expiration date: 01 nov 2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
On (B)(6) 2015, the patient underwent primary knee surgery. On (B)(6) 2017, after a fall, the patient presented with laxity, and the 12 mm insert was revised to a 17 mm insert. On (B)(6) 2017, following another fall and recurrent laxity, the insert was revised from 17 mm to 20 mm. On (B)(6) 2022, the patient presented with instability of unknown cause, and the surgeon revised the insert and tibial tray (B)(4). On (B)(6) 2025, the patient presented with anterior knee pain and laxity of unknown cause, and the surgeon revised the insert (from 12 mm to 14mm) and resurfaced the patella.